Manufacturer narrative:
(B)(4). Information was not provided by contact. : information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.

Event description:
It was reported that during an open gastrectomy, the knife was advanced since the cartridge had been removed before the firing knob had been returned to home position. A nurse cut his hand with the knife when he put his hand into a trash box to search gauze after the cartridge had been put into it. It was a small cut and an adhesive tape was applied to the cut. The patient was hepatitis c patient. Another device was used to complete the case. There were no adverse consequences to the patient.